Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant vancomycin result. Siemens is investigating issue. MDR 2517506-2017-00805 was filed for the same event.

Event description:
A discordant, vancomycin result was obtained on one patient sample on a dimension vista 1500 (serial number (B)(4)) instrument. The sample was also run on an alternate dimension vista instrument (serial number (B)(4)), resulting falsely low. The discordant result was not reported to the physician(s). The sample was repeated on the same (serial number (B)(4)) and on an alternate (serial number (B)(4)) instrument, resulting higher. The correct result obtained on the same (serial number (B)(4)) instrument, after re-centrifugation, was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant vancomycin result.

Manufacturer narrative:
Additional information (13-november, 2017): a siemens headquarter support center (hsc) specialist reviewed the event data and determined that there was fibrin or cellular debris pulled into the aliquot well and probe which could have caused an issue when these samples were being processed. After re-centrifugation of the sample no further low results were obtained. The cause of the discordant vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2017-00805-s1 was filed for the same event.